Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for the device shows the pad-pak was first successfully installed on the 1st july 2010 and performed to specification up to the last log entry on the 25th july 2016. An increase in voltage suggests a further pad-pak was installed. Investigation was unable to replicate or find any evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.